Event description:
It was reported that the patient was experiencing severe pain due to an infection at the implant site. The patient had stabbing pain at the center of the spine all the way to the rib cage. Swelling, skin irritation, redness, and heat was also noted at the implant site. The patient went to the emergency room (ER) where it was stated that infection was visible from the outside, however, not noticeable when a computed tomography scan (CT) scan was taken. The physician believed that the infection was device related and the patient was administered with antibiotics.

Manufacturer narrative:
Correction to supplemental report in blocks: b1, b5, and h6. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6). Batch: 7088645 UDI: (B)(4).

Event description:
It was reported that the patient was experiencing severe pain due to an infection at the implant site. The patient had stabbing pain at the center of the spine all the way to the rib cage and unable to sleep at night. Swelling, skin irritation, redness, weakness and heat were also noted at the implant site. The patient went to the emergency room (ER) where it was stated that infection was visible from the outside, however, not noticeable when a computed tomography scan (CT) scan was taken. The physician believed that the infection was device related and the patient was administered with antibiotics. Additional information was received that the infection persisted and patient had been to the hospital a few times due to it. The patient underwent an explant procedure and the explanted device components were not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient was experiencing severe pain due to an infection at the implant site. The patient had stabbing pain at the center of the spine all the way to the rib cage. Swelling, skin irritation, redness, and heat was also noted at the implant site. The patient went to the emergency room (ER) where it was stated that infection was visible from the outside, however, not noticeable when a computed tomography scan (CT) scan was taken. The physician believed that the infection was device related and the patient was administered with antibiotics. Additional information was received that the infection persisted and patient had been to the hospital a few times due to it. The patient underwent an explant procedure and the explanted device components were not returned.